Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 8.9 mmol/l

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with cracked case on the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tune threads and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.